Event description:
Peroxiclear. Son misunderstood it was different. Placed in his hand to clean lens, then put lens in eye. Medication administered to or used by the patient: no. Outcome: temporary harm/injury. Visit to clinic/doctor. Call to poison control. Where did the error occur: patient's home. When and how was error discovered: severe burning and redness. Reporter's recommendations: big warning label on front of bottle explaining why you must use the lens case provided. I thought you explained to him (as his optometrist explained to me). He clearly didn't hear and/or understand. "Warning this is 3 percent peroxide". (B)(4).